Event description:
Patient had pubo vaginal sling using pelvilace. Anterior/posterior "col perihapy" and sacrospinous ligament fixation. Three months later, developed right suprapubic pain. Has later developed an inflammatory reaction both right & left suprapubic incisional areas, necessitating multiple surgeries for drainage and removal of granulomatous process. The pt was seen again 3 mos later with recurrent pain and drainage right side of s.p. Incision. Cultures are negative.